Manufacturer narrative:
(B)(4).: a follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl defibrillator internal paddles failed to shock during a post coronary artery bypass cardioversion. There was no negative patient impact.